Event description:
It was reported that the customer was hospitalized the week before due to high blood glucose over 300mg/dl. The mother stated that her doctor is aware of the event and had been making adjustments to the device. The caller stated that the customer still is having high blood glucose. The mother was driving at time of call, and she will notify the helpline. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.